Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient involvement. Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review (part#: 391.905, supplier lot#: a7na15, synthes lot#: 4761918, supplier: (B)(4)) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while auditing equipment, one of the prongs on the cable cutter was found broken off and missing. It is unknown when the breakage occurred. There was no patient or surgical involvement. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device returned to manufacturer a product development investigation was performed for the subject device (cable cutter-standard part # 391.905, lot # 4761918, and serial number (B)(4)). The subject device was received with the complaint condition stating that one of the prongs on the cable cutter was broken off and missing. This condition is confirmed; one of the leaf springs has sheared off approximately 8mm distal to where it is secured to the handle with a screw. The sheared off leaf spring portion that was not returned for evaluation would be approximately 47mm in length. Measurements are taken at customer quality (cq) using calipers with reference to product drawing. The balance of the returned device is fairly worn with some markings and discoloration near the distal jaws. Most likely due to excessive force or cumulative wear ultimately leading to leaf spring breakage for this 12+ year old reusable instrument. A visual inspection under 5x magnification, device history record (DHR) review, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The 391.905 cable cutter is an instrument routinely used in multiple systems including the orthopaedic cable system technique guide. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.